Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced ¿high bgs and thought it was an issue with the device.¿ no blood glucose values, signs or symptoms were indicated, which is not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed that the last basal delivery and the last bolus were recorded on (B)(6) 2014. The total daily doses prior to the event calculated correctly and reflected the user¿s programmed basal rate. Only typical usage was observed in the alarm history. The returned battery cap was able to fully attach to the pump and was used to complete all testing. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The history/settings issue was unable to be duplicated during investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.